Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed alarm. Customer¿s blood glucose was 131 mg/dl. Customer reported that they were able to clear the alarm and did require rewind. Customer able to complete rewind. Customer was calling back after completed alarm troubleshooting and receiving another insulin pump error alarm after a battery change. Customer advised to insulin pump will need to be replaced, to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. Insulin pump will be returned for analysis.